Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered pericardial effusion suffered which required a pericardiocentesis and prolonged hospitalization. Initially, the report indicated that the ngen pump reset after they just finished an application with a varipulse¿ bi-directional catheter and was beeping and flashing a red triangle. They removed the catheter from the body, turned off the unit and turned it back on, and the issue was resolved. The case continued. Then, the report indicated that the patient experienced a pericardial effusion. The physician had a hard time going transseptal and it took them about an hour and a half. Every time the physician would "drop" it would go low and anterior. They were using fluoroscopy and intracardiac echocardiography (ice). The physician pulled in another physician to help them go transseptal. They achieved transseptal and went into the left atrium with the varipulse¿ bi-directional catheter and ablated 3 out of the 4 veins and noticed the blood pressure dropped and they checked and noticed a "pretty large" effusion. They confirmed the effusion with ice. Pericardiocentesis was performed on the patient and 700cc of blood was drained. The last known status of the patient was stable and in ICU. The products in the body at the time of the event were a varipulse¿ bi-directional catheter, vizigo sheath, decanav catheter, brand new soundstar catheter, carto 3 system, ngen pump, and trupulse generator. The information received indicated that the physician¿s opinion on the cause of this adverse event was transseptal. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of overnight monitoring. The transseptal puncture was performed with versacross 71cm needle device. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. The flow setting was 30 ml/min during ablation and 4 ml/min otherwise. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Error messages were observed on biosense webster pump during the procedure, but it did not seem to correlate with the ae. The beeping issue was assessed as non MDR reportable. If the system gives alarm sounds, the system is performing as intended. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The flashing a red triangle issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable under the ablation catheter (varipulse¿ bi-directional catheter).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).